Manufacturer narrative:
The customer will not be returning the zoll quattro catheter for investigation, so physical investigation cannot be performed. However, based on additional information from the reporter, the catheter was placed under the ultrasound per the customer. However, it is likely that the catheter was advanced too far into the heart causing pericardial puncture. Probable root cause was the physician assistant not following the IFU (instruction for use). Per IFU, warnings and precautions: warning: the catheter should be placed via a femoral vein approach only. Do not allow the catheter to be placed into the right atrium or right ventricle. Placement in the right atrium or right ventricle can result in severe patient injury or death. The catheter should be positioned so that the distal tip of the catheter is in the inferior vena cava below its junction with the right atrium and parallel to the vessel wall. X-ray examination should be used to ensure that the catheter is not placed in the right atrium or ventricle. Never use excessive force in moving the catheter or guidewire. If resistance is encountered, an x-ray should be performed to identify the reason for the resistance. Only x-ray examination can ensure that the catheter tip has not entered the heart or no longer lies parallel to the vessel wall. If the catheter position has changed, perform an x-ray examination to confirm the catheter tip position. Cardiac tamponade: placement of indwelling catheters in the right atrium is a practice that may lead to cardiac perforation and tamponade. Practitioners placing central venous catheters must be aware of this potentially fatal complication before advancing the catheter too far relative to patient size. The actual position of the tip of the indwelling catheter should be confirmed by x-ray after insertion. Central venous catheters should not be placed in the right atrium unless specifically required for special relatively short-term procedures, such as aspiration of air emboli during neurosurgery. Such procedures are nevertheless risk-prone and should be closely monitored and controlled. Central venous catheter (cvc) insertion rarely causes perforation of pericardium and cardiac tamponade due to perforation. Although it is a rare complication, it can be lethal if not identified early. [S. Dwivedi et al. Guide wire induced cardiac tamponade: the soft j tip is not so benign. Case reports in critical care, v. 2016, article ID 1436924, https://doi.org/10.1155/2016/1436924]. Authors of the above article recommend extreme caution be taken when retracting guidewires especially in patients with bleeding diathesis due to the guidewire distal tip perforating the potential spaces at the vena cava-right atrial junctions and the right atrial free wall. Since the majority of the patients undergoing the procedure are critically ill, the diagnosis becomes difficult due to multiple comorbid conditions and sedation. When there is any suspicion of these complications, authors of the above article endorse prompt use of emergent ultrasound of the abdomen and heart to save valuable time. Also, not forcing a wire which resists insertion would help prevent perforation of the cardiac chamber or the blood vessel, depending upon the location of the wire tip. It is not known whether perforation of pericardium (pericardial puncture) caused the reported cardiac tamponade. More information was requested from the device user. Event was serious because it could result in a life-threatening condition. Event of pericardium perforation was assessed as probably related to zoll catheter because of relevant time and location. Based on the case review performed by the user site, they latter concluded that the catheter was advanced too far and the perforation of the pericardia was not the cause of death. It is likely that apparent non-adherence to the IFU may have contributed to this event. The customer will be informed of our findings by the letter stating our conclusion was based on information provided by the customer. The date of death is unknown.

Event description:
The quattro catheter was placed by an experienced physician assistant under supervision of intensivist in a female patient (150 cm. In height and 75 kg in weight) for ivtm therapy for an out-of-hospital cardiac arrest (ohca) in asystole using ultrasound for placement into the right femoral vein. Catheter dwell time in the patient was 24 hours. Pericardial puncture occurred during use of the quattro catheter and was observed using ultrasound. Per reporter, the quattro catheter was placed too far into the heart causing the pericardial puncture. The patient expired. Per customer, the pericardial puncture was considered a serious complication but was not the primary cause of death.

Manufacturer narrative:
The customer will not be returning the zoll quattro catheter for investigation. Therefore physical investigation could not be performed and the root cause could not be determined. Central venous catheter (cvc) insertion rarely causes perforation of pericardium and cardiac tamponade due to perforation. Although it is a rare complication, it can be lethal if not identified early. [S. Dwivedi et al. Guide wire induced cardiac tamponade: the soft j tip is not so benign. Case reports in critical care, v. 2016, article ID 1436924, https://doi.org/10.1155/2016/1436924]. Authors of the above article recommend extreme caution be taken when retracting guidewires especially in patients with bleeding diathesis due to the guidewire distal tip perforating the potential spaces at the vena cava-right atrial junctions and the right atrial free wall. Since the majority of the patients undergoing the procedure are critically ill, the diagnosis becomes difficult due to multiple comorbid conditions and sedation. When there is any suspicion of these complications, authors of the above article endorse prompt use of emergent ultrasound of the abdomen and heart to save valuable time. Also, not forcing a wire resisting insertion would help prevent perforation of the cardiac chamber or the blood vessel depending upon the location of the tip. It is not known whether perforation of pericardium (pericardial puncture) caused the reported cardiac tamponade. More information was requested from the device user. Event was serious because it could result in a life-threatening condition. However, additional information is required about clinical course, diagnosis, symptoms, treatment, and outcome. Event of pericardium perforation assessed as probably related to zoll catheter because of relevant time and location. The customer should be re- trained on usage of zoll devices.

Event description:
During catheterization on a female patient (150 cm. In height), the user reported a pericardial puncture occurred using the quattro catheter. The catheter was inserted in femoral vein. No further information was provided.